Manufacturer narrative:
No further issues were reported after the service visit. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer's calibration and qc were ok. The field service engineer discovered the dilution nozzles were partially clogged. He replaced a solenoid valve and the dilution nozzles. After service, the customer performed calibration and qc with acceptable results. Also, the customer performed precision testing.

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for one patient tested on a cobas 8000 cobas ise module. The initial results were not reported outside the laboratory. The customer performed repeat testing on a different analyzer for confirmation. The patient¿s initial results were na 112 mmol/l, k 3.5 mmol/l, and cl 140 mmol/l. The customer reported the na result had a critical low data flag. The patient¿s repeat results were na 142 mmol/l, k 4.5 mmol/l, and cl 104 mmol/l. The customer determined the repeat results were correct. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.